Event description:
Provider is receiving a controller fault error code. Provider states that when this error code comes on the end user chair will suddenly stop and he has to wait a couple minutes before it will begin working again.